Event description:
It is reported that the drill broke off upon retrieval after getting stuck.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the returned drill bit has fractured within the cutting flutes approximately 0.5" from the tip. All of the cutting flutes are rolled over (dull) indicating that the device has been used a number of times in the potential field age of approximately 28 months. The diameter of the cutting flutes and hardness of the material were found to be within specification. The geometry of the drill was modified in 2008 in an attempt to reduce the occurrence of this type of failure. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.